Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the first time the cs300 intra-aortic balloon pump (iabp)is turned on, the display malfunctions. Occurred at power on. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse disassembled the monitor, checked and cleaned all contacts. Functional checks and diagnostic tests. Repair completed. The device has passed all performance and safety tests according to the manufacturer's specifications. The device has been returned to the customer and authorized for clinical use.